Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(4), ubd: , UDI#: (B)(4); product ID: 97754, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer concerning patient with implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported a power on reset (por) was seen. Therapy stopped due to the por. The patient was using his recharger and he saw a por code on it. It was unknown if the por was related to an overdischarge event. It was an information por. The patient was walked through clearing the por on the recharger by pressing the audio button. The patient confirmed he was successful with clearing the por message on the recharger. The patient got the patient programmer out in case the por appeared on the patient programmer as well. Steps to clear the por with the patient programmer were reviewed and were not successful. The patient initially indicated he was seeing the poor communication screen, but then reported seeing the charge your patient programmer batteries screen. The patient reported that after changing batteries, the patient programmer was still showing the charge patient programmer batteries screen. The patient was instructed to get recommended batteries and to attempt clearing the patient programmer por. No further complications were reported/ anticipated.